Event description:
A discordant falsely low estradiol result was obtained on one diluted patient sample on an immulite 2000 xpi instrument. The discordant low result was reported to the physician(s). The sample was run initially at a 1:5 dilution and resulted in a low value. The result did not match the patient's clinical history. The sample was repeated neat, and then at dilutions 1:5, 1:10, and 1:5. The sample was then repeated three times at a 1:5 dilution. All repeat results were comparable and there were no discordant results. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low estradiol result.

Manufacturer narrative:
A siemens global product support specialist (gps) evaluated the instrument files during the time the sample was run. The instrument files indicated that the operator had changed another patient's sample ID (sid) from (B)(6), which closely matched the sample ID of (B)(6). The operator mistakenly reported the result obtained on (B)(6) as the result for (B)(6). The cause of the discordant falsely low estradiol result on sid (B)(6) is due to operator error. The system is performing according to specifications. No further evaluation of the device is required.